Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device¿s threads were mildly stripped/worn.the most distal thread-form was also nicked. The stripped condition would render the device inoperable. All components of the device were present, no noted damage to the internal rod lock. Although no evidence of torn threads were identified, the overall complaint was confirmed. A manufacturing related potential cause was not suspected, therefore, no manufacturing record evaluation is required. The overall complaint was confirmed for the received verse correction as the device¿s threads were stripped/worn. Although no definitive root-cause can be determined, it¿s possible the threads were damaged due to cross-threading with the internal threads of the screw head. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional device product codes: kwp;kwq;mnh;mni;osh. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in germany as follows: it was reported that during and unknown procedure on (B)(6) 2019, when closing expedium screw internal thread spliced from lower part of device. This led to tilting of the screw. Surgeon tried twice to close screw properly, but was not successful. Surgery completed with new device. There was surgical dealy of thirty (30) minutes. There was no patient harm reported. There were no fragments generated. The procedure was successfully completed. This complaint involves three (3) devices. This is report 3 of 3 for complaint (B)(4).